Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the ER with slow heart rate. It was noted that the lead exhibited high bipolar impedance and failure to capture. The lead was capped and replaced on (B)(6) 2020. There were no adverse consequences to the patient.